Manufacturer narrative:
(B)(4). Other devices used: catalog #00661100302, harris galante ii cup flexible drill, lot #74671100. This report will be amended when our investigation is complete.

Event description:
It is reported during surgery the modular drill bit and the flexible drill both broke. The modular drill bit fell on to the floor and the tip was broken.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed, as the device was fractured and exhibited signs of damage and use. This issue is addressed in the associated risk documentation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.